Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 36 and 37 cm depth marker. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebs0740 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's arm with the catheter was swollen, and the main complaint was to treat the pain. The catheter was removed according to the doctor's advice and the catheter was found with obvious cracks at 36-37 cm of the implanted catheter inside the patient's body.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0740 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's arm with the catheter was swollen, and the main complaint was to treat the pain. The catheter was removed according to the doctor's advice and the catheter was found with obvious cracks at 36-37 cm of the implanted catheter inside the patient's body.